Manufacturer narrative:
(B)(4). Additional devices implanted (B)(6) 2014: gore excluder aaa endoprostheses: plc271400 / lot#: 12707688 / left, pxc141000 / lot#: 12049384 / right, pla280300 / lot#: 12370282 / abdominal aorta. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The instructions for use provide the following warning among others: ¿adverse events that may occur and / or require intervention include, but are not limited to: aneurysm enlargement, endoleak."

Event description:
On (B)(6) 2014 a patient underwent the placement of four gore excluder aaa endoprostheses and the iliac branch endoprosthesis (left-side). It was reported that on (B)(6) 2016 the patient underwent repeat endoleak repair. Specific details regarding the type of endoleak and repair were not provided.

Manufacturer narrative:
Additional information was obtained via communication with the user and review of the patient¿s medical records and details are as follows: enlargement of the aneurysm surrounding the endograft was observed on CT scan dated (B)(6) 2016. The long axis increased 0.5 cm and the short axis increased 0.3 cm since (B)(6) 2015. The same enlargement was also observed in the left iliac region. The long axis increased 0.5 cm and the short axis increased 0.3 cm. It was noted that the type ii endoleak was a result of backflow of the lumbar artery at l3. The investigative site reported that the patient did not undergo a repeat repair of the endoleak diagnosed on (B)(6) 2016 due to increased inr and bradycardia. The patient was discharged and instructed to follow-up with physician and repair of the type ii endoleak would be performed on a date to be determined.